Event description:
It was reported during an ablation procedure the irrigation port of the cord path duo ablation catheter was leaking saline. The physician was ablating when an alarm sounded on the irrigation pump and it was discovered that the irrigation port was partially detached from the catheter handle and leaking saline. There were no consequences to the pt. Add'l info was requested, but is not available.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.